Manufacturer narrative:
Exact date unknown, event occurred nine weeks from the date of implant.

Event description:
It was reported that the patient received an end of battery life message on the remote and was not feeling any stimulation. The patient underwent a revision procedure wherein the ipg was replaced with a rechargeable device. The patient was doing well post-operatively. The explanted ipg was discarded by the medical facility.